Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin's gauge was inaccurate. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.